Event description:
The patient was undergoing surgery to address high impedance when it was noted that the generator¿s battery had depleted which was not expected. The high impedance is being reported in mfg. Report 1644487-2017-03782. This report is capturing the premature battery depletion of the generator. During the surgery both the lead and the generator were replaced. The generator has not been received to date. Manufacturing records were reviewed for the generator and confirmed the generator passed qc inspection prior to distribution. The m106 battery longevity table was referenced using 3.00ma as a worst case reference as no 2.75ma information is available. A 16% duty cycle at 3.00/25/250 is between >10 and 3.9 years to ifi without the tachycardia detection enabled. The enabling of the autostim mode would drain the battery further. No additional relevant information has been received to date.

Event description:
The generator and lead were received. However, analysis has not been completed to date.

Event description:
Product analysis was completed for the generator. The premature battery depletion was not duplicated in the product analysis, or pa, lab. The generator performed to functional specifications. At the completion of the final electrical testing, the generator showed an ifi = no condition. The generator's internal data was analyzed and it revealed that the vbat_min, the lowest voltage of the battery before testing recorded, was after the generator had been received by product analysis. All relevant information from the generator analysis will be included in mfg. Report 1644487-2017-03782, which captures the report of high impedance. Follow up with the company representative revealed that there was no vbat status observed in surgery. It was reported that it was noted on the implant card as the physicians were worried that the high impedance, which is reported in mfg. Report 1644487-2017-03782, and the programmed settings would lead to vbat battery depletion. As the event was confirmed invalid, the lead pa was not included in this mfg. Report as it is not relevant, though the lead pa is reported in mfg. Report 1644487-2017-03782.